Event description:
It was reported that the valve was abandoned at implant because the fabric cuff had pulled away from the valve. There was no reported patient complication.

Manufacturer narrative:
H3: analysis: analysis is not complete on this returned device. The product device history record was reviewed and found to be complete and correct, indicating that the valve met manufacturer's specifications when released for distribution. No subsequent patient complication has been reported. Conclusion: at this time, without analysis of the returned product, no conclusion can be drawn for the reported product problem. The valve was abandoned at implant with no reported complications to the patient.